Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 29. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.